Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors instrument associated with this complaint and completed investigations. The instrument was found to have blade damage at the tip of the blade. One of the blade edges was indented. The scissor blades were tinged and showed signs of usage. The cutting edge did not have corrosion that would have contributed to the blade damage or cutting failure.

Event description:
It was reported that the monopolar curved scissors (mcs) instrument tip was catching/clicking intermittently. The customer reported event had no report of patient injury.